Event description:
I am a 57 year old type 1 diabetic, whom has (B)(6) insurance. Approx. A year ago, my insurance stopped paying for a continuous glucose monitor that I had successfully been using for years. My insurance instead chose to offer coverage for the dexcom g7 sensor, which has proven faulty and unreliable on multiple occasions. After successfully inserting the sensor into the back of my arm, I then scan the code(as instructed) and then my mobile device will state it has paired with the sensor then within 5 minutes I will receive a message error on their associated phone app, that states "sensor has failed, replace sensor." I am then instructed by the mobile app to remove the censor and insert another--a financially, physically and emotionally depleting task. I am solely provided a 9 sensors for a 3 month period, therefore having to replace inserts multiple times for each attempted insertion is proving to be a financially, physically and emotionally overwhelming experience. This places me in a scramble to find alternatives to monitor my blood glucose levels, which I have never experienced and puts me in a dangerous situation of severe lows without me being aware in a timely fashion. I have become dependent on these devices providing accurate, timely and dependable reads of my blood glucose levels, as they occur. This is a general complaint regarding the quality and reliability of this product, as this issue has taken place on multiple attempts to replace the insert. The date associated with my previous attempt to insert multiple sensors during one sitting was (B)(6) 2025. I had to discard two sensors and contact dexcom for replacements. This occurred again on (B)(6) 2025 (a day I was hoping to spend relaxing and not worried), in which I could only get into contact with them on july 5th. I am tired. I am exhausted and I am afraid of this products lack of reliability. I have uploaded the device info on both sets of sensors and I am including them below: dexcom g7: lot: 1825058008 (all 3 boxes recently used, in which I experienced multiple failed attempts to read my glucose, causing me to replace the sensor, were from the same lot) sensor ID numbers dexcom uses (21): box #1: (B)(6) box #2: 832607276366 box #3: (B)(6). Pt code: 4582. Device codes: 1535, 3023. Reference reports#: mw5172436, mw5172437.